Event description:
It was reported by a customer on (B)(6) 2011 there was significantly diminished fiber vaporization efficiency. Per the customer, the tissue built up on the fiber tip and degraded the fiber tip until there was little fiber vaporization. The fiber tip was cleaned several times but the fiber vaporization became ineffective at 58,000 joules. Additional information reported by the customer was that this occurred while inside the patient and it did not cause any issues. The tip was cleaned and during use while inside the patient the tip was "tooth brushed" against the prostate to help remove tissue that was stuck on the tip. When this was ineffective the fiber was removed and the tip was cleaned. The gland was very bloody from the beginning of the procedure and visibility was limited, therefore the beam was difficult to see. As the bleeding was controlled the aim beam became reduced as did the vaporization. It is unknown if they reduced at the same rate or were related. Due to low visibility the physician was forced to work closer to the tissue. With decreased working distance the tissue was sticking to the fiber tip. The tip was cleaned several times; however, when the bleeding became more controlled and the wattage was increased there was clearly a decreased effect on the tissue during active vaporization. There were no errors that appeared on the screen. No patient injury was reported.

Manufacturer narrative:
Additional information was received on (B)(6) 2011 which indicated an MDR was required for this fiber.